Manufacturer narrative:
B3 event date is approximate. Month and year of the event are confirmed to be valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received by a patient (pt) with an implantable neurostimulator (ins). During the call, the patient said probably about the second week in december, they were feeling some pain in their kidneys. Patient said they think the pain started on their right side, but it kind of went to the left. Patient couldn't tell if the pain was from the stimulator because it kind of felt hot at times or their kidneys because they were drinking some "mios" (agent could tell exactly what patient said) which patient said sometimes could do that with the kidneys. Patient also said in the last 2 weeks, they felt like on the outer side of their right thigh, there was a vibrating as if they had their telephone in their pocket, but patient didn't have anything there and they kind of felt this vibrating thing like it was doing a nerve thing. Now since the implant battery died, the patient hasn't felt the vibrating. Patient was in boston right now but had already set up an appointment with their general practitioner and doctor in chicago to meet with a manufacturer representative (rep) to test everything out. Agent documented information given during the call.